Event description:
Customer has been using mixer as part of h/l bypass system for a month and said that the unit does not alarm when 02 is disconnected. No pt impact reported.

Manufacturer narrative:
09/28/06: customer said that the mixer alarm bypass was found to be not working a month ago, and they forgot to notify sechrist and return unit. She said there was no pt harm and the unit was never subjected to pressure loss. Unit returned for evaluation 09-29-06. Mixer evaluated and found to have damage to gas outlet. Complaint of alarm not working was not verified. Mixer was slightly out of calibration, with damage to alarm block, cause undetermined. Mixer will be repaired and returned to user.